Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient presented with extra cardiac stimulation from phrenic nerve stimulation. Device reprogramming resolvedthe issue and the lead remains in use. There was no further patient complication reported.